Event description:
During a vats procedure, the 60mm gun opened and loaded with a 60mm gold cartridge. The firing lever on the first firing sequence moved slightly and then seemed to lock out. They used the manual release, removed the stapler, and loaded it with a new 60mm gold cartridge. Same thing happened on second try. There were staples left on the lung and were completely unformed. Only about 6 staples. Case was completed with another device. No patient consequence.